Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exacerbation of congestive heart failure. It was also reported that the right ventricular (rv) lead exhibited high threshold. The rv lead remains in use. No further patient complications have been reported as a result of this event.